Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient had an impella rp flex placed. The patient was supported by extracorporeal membrane oxygenation and bipella (impella rp flex and impella 5.5). The team had placed the right sided support but there was motor current and purge pressure rise/spike and a pump stop. The team suspected clot ingestion. The pump was explanted after just under two hours of support. The patient survived. And was stable.

Manufacturer narrative:
The investigation of high purge pressure, temporary pump stop, and thrombus has been completed. The pump was not returned. Data log review showed a mc spike occurring just over 1 hour after pump start. The motor current (mc) spike began a trend of increasing purge pressure with decreasing purge flows. The mc spike triggered an alarm #13 for impella stopped - mc high. High purge pressure: the cause of the high purge pressure was most likely biomaterial ingestion due to the mc spike occurring to begin the trend of higher purge pressure. Pump stop: the cause of the pump stop was most likely biomaterial due to the mc spike which was immediately followed by a gradual rise in purge pressure. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.